Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message upon scanning the freestyle libre 2 sensor. As a result, customer was unable to monitor glucose via sensor scan and experienced symptoms described as "back and neck pain, hard breathing, whole-body contraction", and loss of consciousness. The customer was treated with glucagon injection by his wife. There was no report of death or permanent impairment associated with this event.